Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: broken shell with sharp edge(a dimension measurement in the shell was performed which identify the thickness within specification), fold creases, around 0-25% of the shell is missing, two curved openings with striated edge and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening. Curved striated openings assessed as surgical damage. Missing shell that is assessed as inconclusive. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth.

Event description:
Healthcare professional reported "exchange from textured to smooth" and rupture found during surgery. Device has been explanted. This record is for the left side.